Manufacturer narrative:
A gehc service representative performed a checkout of the equipment and confirmed the reported complaint. The lower keypad was replaced.

Event description:
The hospital reported the ventilator keypad was not functioning as expected. There was no report of patient involvement.